Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11 and the device was functional and worked as intended. There were no anomalies noted with the functionality of the device. When the instrument was disassembled to inspect the internal components, no evidence was found regarding what could have caused the reported activation issues. It could not be determined what may have caused the reported incident of ¿ worked twice then stopped.¿ however, what was found was that there was a cracked internal component; the y-link. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during and unknown procedure the device "worked twice then stopped.' Patient consequence was not reported.